Event description:
It was reported that an increase in capture threshold was observed. Lead dislodgement is suspected. Fluoroscopy evaluation is planned. No further information is available at this time.